Manufacturer narrative:
Date of event: the date listed is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. Patient has not charged or felt stimulation in at least 6 months. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
New information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg to address the issue.